Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive cable connections were evaluated and reseated. The cine bridge pcb was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.